Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no response from the down button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer does not recall any significant events leading up to this alarm. Blood glucose level was 239 mg/dl at the time of the call. No further information was provided.